Event description:
It was reported that t1 and t2 deployed together. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. Two identical complaints were opened. The devices are not identified back to either complaint. They will be evaluated together and it will be shared with both. The complaints stated: ¿it was reported that t1 and t2 deployed together. All t's were removed from the patient.¿ t1, t2 and suture were not returned for either device. Neither needle shows signs of damage. The depth limiters are both attached although one is not whole. It is short and the incremental measuring line end is missing. Neither shows any other damage. A functional test indicated that both devices cycle and actuate successfully.